Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 430 mg/dl at the time of incident. The customer's blood glucose was 427 mg/dl at the time of hospitalization. The customer's blood glucose was 182 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as vomiting and nausea. The customer stated that they were given manual injections and insulin through to treat the blood glucose during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they found that the time and date was programmed incorrectly. The customer was assisted with programming the time and date at the time of call. The insulin pump will not be returned for analysis.